Manufacturer narrative:
The catheter was returned for investigation and is under analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a catheter being used in a procedure. It was reported that the catheter broke during removal and the site had to go to surgery. It is unknow if the surgery was caused by the catheter or if the surgery was already planned. It was confirmed that the procedure was not aborted. It was a lumbar drain removal procedure. The external part of the lumbar drain was removed. The internal fractured component of the catheter was left in the patient. The fractured lumbar drain required the second operation. The remaining component of the catheter was partially within the the "cal sac". The fractured catheter was completely occluded. There was no reported delay to the procedure. The patient was asymptomatic with exception of developing "ha" and nausea while getting an x-ray. Postural headache persisted while in the hospital. The patient had to go back to the or to have the fractured catheter occluded because it was actively leaking cerebrospinal fluid (csf) from the the "cal sac". The procedure was performed to remove the existing catheter

Manufacturer narrative:
H3) the device was returned for analysis. However, due to biological hazards the device was not analyzed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.